Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of no lock in the operating room could not be verified during this analysis. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na

Event description:
The company was informed that during reposition surgery the surgeon could not achieve lock with the internal device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4)